Event description:
Boston scientific received information that during a procedure to replace this pacemaker dependent patient's device, the caller observed dropped beats after inserting this chronic right ventricular (rv) lead into the header of the replacement device. The lead was removed from the device and visual inspection of the device noted blood in the header. The physician flushed the device and lead and performed lead testing with the pacing system analyzer (psa) and the lead checked out fine. The lead was re-inserted into the device, however; a few dropped beats were still observed. Therefore, a new device was connected to the lead and no dropped beats were observed. This replacement device was successfully implanted. The physician suspected there was some interference issue due to the blood in the header and/or a connection issue with the first attempted device. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.